Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had three years longevity remaining after two years from implant date. Boston scientific technical services (ts) explained that the expected life span of this device is five years. To date, the device remains in service. No adverse patient effects were reported.